Event description:
Philips received a complaint from a philips authorized service provider (asp), reporting a primary alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm, or other patient or user impact. The asp reported the customer resolved the issue by replacing the speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.